Event description:
(B)(6) female underwent a posterior cervical lymph node biopsy on (B)(6) 2013. During surgical procedure while electrocautery dissection was initiated, the patient sustained a flash burn from a pocket of oxygen that had accumulated underneath the surgical drape. The investigation is currently pending and ongoing.